Event description:
Faulty tubing. There is at least one micro hole in the tubing that became evident upon exerting positive pressure from medication administration during induction of anesthesia. Manufacturer response for IV tubing, (brand not provided) (per site reporter) e-mailed baxter on [redacted date] with details. Per baxter, they are experiencing a delay of 10-12 days for sending return kits out to customers.